Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventrio st on (B)(6) 2019 and (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: addendum per plaintiff profile formand medical records: (B)(6) 2019 ¿ patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of ventrio st patch (device 1). Per op notes, ¿an ventrio st mesh (device 1) was placed in properitoneal space and secured using tacks.¿ (B)(6) 2020 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of mesh (device 1) and implant of ventrio st mesh (device 2). Per op notes, ¿the previous mesh (device 1) which was somewhat protuberant was identified. The mesh (device 1) adherent to omentum was excised. A piece of ventrio st mesh (device 2) was placed into peritoneum and secured using tacks.¿ (B)(6) 2022 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of mesh (device 2) . Per op notes, ¿the hernia was noted above the mesh. The previously placed mesh (device 2) was rolled into abdomen with huge wad of omentum adherent was resected. A synthetic mesh was placed to defect and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2018) is considered to be a best estimate. This supplemental emdr represents the ventrio st mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol ventrio st mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #2). An emdr was previously submitted to represent the bard/davol ventrio st (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventrio st on (B)(6) 2019 and (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.